Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received attached to a wave18s device. It was noted that the nose cone was cracked and the mount was noted to be loose. The handpiece was removed from the devices as one piece. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. It is possible that the cracked nose cone caused the reported assembly/disassembly issues a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that before an unknown procedure, the instrument was difficult to lock on the hp054, and could not be unlocked anymore. The case was completed by using another hp054 and ace.